Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the spinal needle 20ga 1.25 in was blocked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "pencan spinal needle guide cannula not permeable."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 2021-09-27 investigation summary: a physical sample was provided to our quality team for investigation. Through visual inspection, it was observed that the introducer is not properly assembled to the hub. A review of the device history could not be performed due to the unknown lot number. The product undergoes visual inspections throughout the manufacturing process in accordance with procedure, including verification that the needle is free of defects. Although we were unable to identify a direct problem, this incident was determined to be related to a problem during assembly of the introducer, which caused the cannula to become off-center and prevented the needle from inserting correctly, as reported. Manufacturing personnel have been notified of this incident to increase awareness of this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the spinal needle 20ga 1.25 in was blocked during use. The following information was provided by the initial reporter, translated from german to english: "pencan spinal needle guide cannula not permeable."